Event description:
It was reported the asymptomatic patient presented remotely via merlin.net. Review of the transmission revealed implantable cardioverter defibrillator exhibited non-sustained right ventricular oversensing due to post-paced t-wave oversensing. The patient did not receive therapy during the oversensing. At follow up in clinic, the device was reprogrammed. The patient is in good condition following device reprogramming, and would continue to be monitored.